Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized approximately 4.0 cm from the distal tip and ovalized from approximately 3.0 cm from the distal tip to the distal tip. Conclusions: evaluation of the first ruby coil revealed the embolization coil had a fractured stretch resistant (sr) wire and was detached from the pusher assembly. Sr wire fracture typically occurs due to forceful retraction of the ruby coil and will cause detachment of the embolization coil. Further evaluation of the first ruby coil revealed the pusher assembly was bent in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the second ruby coil revealed the pusher assembly and embolization coil were kinked. This type of damage typically occurs due to forceful manipulation of the ruby coil against resistance. Evaluation of the returned lantern revealed the distal shaft was ovalized. This type of damage typically occurs due to forceful gripping or otherwise compressing the lantern during insertion into a parent catheter. These ovalizations likely contributed to the difficulty while advancing both ruby coils, as well as the sr wire fracture observed on the first ruby coil. Ruby coils are 100% functionally tested during in-process inspection. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00801; 3005168196-2016-00802.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a ruby coil out of the tip of the lantern and subsequently, the ruby coil unintentionally detached within the lantern. The lantern containing the ruby coil was removed from the patient's body and the coil was successfully removed from the lantern. The lantern was then flushed and put back into the patient. The physician opened a new ruby coil and attempted to advance it through the lantern. However, the ruby coil would not advance out of the tip of the lantern. Therefore, both the lantern and the coil were removed and the procedure was completed using two new ruby coils and a new lantern. There was no report of an adverse effect to the patient.